Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high glucose of over 600 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. Reviewed the bolus wizard and was delivered 6.7 units, but her glucose level was still high. Advised the customer to go to the emergency room for treatment. The customer stated that she called the taxi to take her to the emergency room. Assisted the customer in resetting the basal rates. No further info was provided.